Event description:
Patient presented to the physician with severe pain at the ipg site when coughing. Imaging was performed, revealing that the sensing lead had migrated into the pleural space. Physician brought the patient into the or, and upon surgical exploration, the sensing lead was entrapped beneath the rib, with the sensor tip embedded in the pleural cavity. After the physician explanted the sensing lead, the patient developed a pneumothorax. Physician explanted the ipg, implanted a newer ipg model that does not require a sensing lead, placed a chest tube, and closed. Patient was admitted for observation. Two days later, the chest tube was removed, and the patient was discharged. This resolved the issue.